Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that customer states when radiusing in head 1 using the handcontroller buttons on the touch screen, she removed her finger and the motion did not stop. She pushed on the collimator cover to cause a collision to stop the motion. They are no longer using the touchscreen handcontroller and only using the actual hand controller. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
The customer reported that when radiusing in head 1 using the touch screen hand controller buttons, they removed their finger from the touchscreen button and the system motion continued. The customer pushed on the collimator cover collision sensor to activate an emergency stop (e-stop) to halt system motion. There was no harm to patient or operator. The philips field service engineer (fse) was on site working when the customer informed him of this issue which had occurred 2 weeks prior. The operator could not confirm if the screen was free of all debris or if there was lotion or water on their fingers when the event occurred. Logfiles were not available for review. The fse stated that the system was to be decommissioned in 3 months and that the touchscreen was the original touchscreen which had been used for over 12 years. The fse replaced the touchscreen on the device. Internal reference complaint pr (B)(4)submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.